Manufacturer narrative:
The results of the investigation are inconclusive since the device or log files were not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, after successfully completing the pulmonary vein isolation, a pericardial effusion was diagnosed via ultrasound. A pericardiocentesis was performed in able to stabilize the patient. The location of the perforation was not able to be identified. There were no performance issues with the device.